Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an under delivery. Customer¿s blood glucose was 257 mg/dl at the time of incident. The current blood glucose was 300 mg/dl. Customer treated with bolus, but bolus did not finish. Customer stated that the drive support cap was normal. Customer also stated that the insulin pump had a no delivery. The product will not return for the analysis.